Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a clinical study that the patient had a motor vehicle accident (mva) and developed pain at the battery site 2 days post-accident. The device was shut off and the pain resolved. X-rays were taken and the images showed good lead placement. The device was turned back on and reprogrammed. The patient resolved with reprogramming on (B)(6) 2016. The event was resolved without sequelae on (B)(6) 2016. It was noted that the issue was possibly related to the device or therapy and not related to the implant procedure. No further complications were reported.

Event description:
Additional information received reported that the patient had an accident and the battery site had pain post motor vehicle accident (mva). The device was turned off and on, reprogrammed and resolved. No pain prior to the accident. It was reported that they had to assume the pain was caused by the accident since there was no way to know prior to mva. No further patient complications have been reported as a result of this event.